Event description:
It was reported that the patient had the artificial urinary sphincter removed due to sudden insidious continued incontinence. A new artificial urinary sphincter consisting of a 5.0 cm cuff, pump, and balloon were implanted. The event resolved.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to sudden insidious continued incontinence. A new artificial urinary sphincter consisting of a 5.0 cm cuff, pump, and balloon were implanted. The event resolved. Additional information indicated the prb was empty.

Manufacturer narrative:
H3 device evaluation: the cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. No product malfunction was identified through analysis of the returned cuff component. Product analysis cannot confirm the allegation of urinary incontinence. The balloon component was visually inspected, microscopically examined, and tested for leaks. A pinhole leak was identified at the balloon adapter-shell junction that was consistent with fatigue. No other damage, abnormalities or leaks were identified. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage, abnormalities or leaks were identified. The pump was not functionally tested due to the confirmed balloon leak. Product analysis confirmed a product malfunction as the most probable cause of the reported urinary incontinence.